Event description:
The customer reported the system's up/down lift motor was not working properly. Also system displays collimator calibration required error. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation.